Event description:
The complainant reported that roughly two days into impella rp flex support, a placement signal not reliable alarm appeared. Despite the failure, both the motor current and flows remained unaffected. The alarm was subsequently disabled and support continued uninterrupted. The following day, the decision was made to withdraw care and the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. The event logs were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The rp flex pump was not returned. Data logs were reviewed and optical signal failure was confirmed. The cause of optical sensor issue was due to damaged sensor based on log analysis findings. But, the cause of damaged sensor is unknown since product was not returned/due to insufficient clinical information.